Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead without the svc connector measuring 14.0 cm returned for analysis. External insulation abrasions were noted at 5.7-6.0 cm from the connector pin and 2.9-3.0 cm from the distal end of the connector boot consistent with friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.